Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: MFR name, city & state, MFR site report source: the manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly. Additional information: a device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A non-conformance search was performed and no non-conformances were identified for the part/lot number combination. Device evaluation: investigation summary: the device was received at service center and evaluated. As per the service report,complaint of pairing failures was not duplicated. Error log showed one instance of 100-10, which can be caused by power brown-out or internal failure. Performed arc detect upgrade. Unit failed the force gauge test, will be put on hold rack.however,the unit was retested with the latest testing procedures after a software upgrade to v01.12ad. The upgrade and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Since the reported condition is not confirmed the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device lot and serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be received in the future, this file will be reopened at that time and updated accordingly to reflect the information received. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
Vapr vue generator, stops in middle of case. Its not the wireless footswitch. During case the vapr works for a while then resets and then un-syncs footswitch. Used a 2nd generator to conclude surgery. Shoulder arthroscopy case, about 7-10 minutes delay in order to change generators, no injury to patient, hospital owned.